Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished p-waves and noise was seen on the atrial channel that was suspected to be electromagnetic interference. Additionally, it was noted the ra lead had previously high thresholds and was reprogrammed prior. The ra lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.